Manufacturer narrative:
(B)(4).

Event description:
It was reported, that an unspecified malfunction occurred. The product was evaluated. An exterior visual inspection was performed and found no damage. Receiver charge and receiver boot was performed and passed. Data log analysis was performed and no data were found within the investigation window. Functional test results was performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Customer's complaint was confirmed, for ¿receiver not charging, patient already charge it for the whole day, but not been able to turn on¿, but receiver passed testing. The root cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code - appropriate term / code not available FDA code: 4581 will be replaced with code 4581, e2402 for "unable to eat food".

Event description:
Subsequent to the initial MDR, additional information was received on 01/27/2027. It was reported that an unspecified malfunction occurred. On (B)(6) 2023, the patient experienced an unspecified malfunction, which required her to visit the emergency department. The patient reported she had issues with a receiver that would not charge. The patient stated she tried the charge the receiver for 3 days and that the day before they called to report the issue, it died completely. It was not known if during the days the patient tried to charge the receiver, did have cgm (continuous glucose monitoring) readings or not. It was also not reported if the patient used their phone or a pump, as a receiver when the dexcom received did not charge. The patient reported they do not feel hypo and hyper symptoms, live alone, and really depend on dexcom for diabetes management. The day of the event the patient experienced symptoms of a dry mouth, was confused, unable to eat food, and was urinating frequently. Her dexcom device was not providing any readings at that moment but a fingerstick was done and the blood glucose reading was 400 mg/dl. The diabetes educator with her called the emergency service, and when the paramedics arrived, the blood glucose reading was between 325 mg/dl and 259 mg/dl. The patient was brought to the hospital but only stated that ¿no medication was given at the time of the admission¿. It is not known how much time the patient spent in the hospital in total, and at the time of a follow up with the patient on (B)(6) 2024 the patient did not provide any further details regarding the event and was unable to recall how she felt during that time. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2023, the patient experienced a possible reportable event, which required her to visit the emergency department. The patient reported she had issues with a receiver that would not charge. The patient stated she tried the charge the receiver for 3 days and that the day before they called to report the issue, it died completely. It was not known if during the days the patient tried to charge the receiver, did have continuous glucose monitor (cgm) readings or not. It was also not reported if the patient used their phone or a possible pump, as a receiver when the dexcom received did not charge. The patient reported they do not feel hypo and hyper symptoms, live alone, and really depend on dexcom for diabetes management. The patient stated that the day before the report, they went to the hospital ¿to do a follow up¿ but it was unknown if the patient meant. Of note, the patient spent all day at the emergency room and stated it ¿was terrible¿ but no symptoms nor treatment was reported during the event, and the patient did not state they had an either hypo or hyperglycemic event. Multiple attempts were made to reach the patient for more information, but these were unsuccessful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.